Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that the device was broken or damaged. It has screws broken off inside the unit. No additional information was provided. There was no patient involvement.

Event description:
It was reported that the device was broken or damaged. It has screws broken off inside the unit. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
The affected device has been received and the investigation is completed. A follow up report will be submitted once the failure investigation has been completed.